Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 460 mg/dl. The customer was stressed due to the recent passing of her husband; her son was helping her move to another place as well. The patient treated her blood glucose via insulin pump bolus. The hospital staff also administered two liters of fluid to the customer. The customer's blood glucose today is 253 mg/dl. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. A high pressure test could not be performed due to lack of a tubing clamp. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned and a tubing clamp was shipped to the customer.